Event description:
The user facility reported that the surgical table was losing power during a procedure as the battery charge was not holding. The patient was transferred to another surgical table and the procedure was completed successfully; no injuries reported.

Manufacturer narrative:
A steris service technician went on-site and found that user facility biomedical personnel had repaired the table prior to his arrival. Biomedical personnel adjusted the power supply voltage selector switch and power was restored. The table was confirmed as operational and returned to service. The table is not under steris service contract and is currently maintained and serviced by user facility biomedical personnel. The equipment operator manual states (p. 6-6): "motor and control batteries will require recharging on a periodic basis depending on frequency of table usage. Allow a minimum of 48 hours for full battery charge."